Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the circumstances that led to the stimulation issues was that is would not come on. The patient was thinking having a new one put in. After the last malfunction of it shocking the patient and not being able to shut it down, it scared the patient that it might do it again so she had to think about her options.

Manufacturer narrative:
Concomitant product(s): product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 389233, lot# j0406189v, implanted: (B)(6) 2004, product type: lead. Product ID: 389233, lot# j0406189v, implanted: (B)(6) 2004, product type: lead. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 7435, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was shocked to the ground. The patient was shocked twice in the same day one right after the other. The patient tried to turn the programmer on and it seemed like it was not going on or off. This started last weekend. The patient's leg and feet hurting was back and she had programmer issues last week. The patient had no stimulation and was not sure the last time she had stimulation. It went from 2 to 8.5 twice and the patient was afraid that it would do it again. Replacing the batteries in the programmer did not resolve the issue. This was considered a sudden change in therapy/symptoms. The event date for the no stimulation was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.